Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported the fully charged autopulse li-ion battery (sn(B)(4) will not power on the autopulse platform. The status leds on the battery illuminate 4 green lights. No patient involvement.